Event description:
It was reported that during testing of the external pulse generator (epg) they found no issues but the user said they had a self-test error message. The error was explained to the user as well as how to duplicate and clear the error. The user will re- test and return the epg to use if it passes. It was indicated on the paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.